Manufacturer narrative:
Abstract: vagus nerve stimulation (vns) in children with refractory secondary generalized or multifocal epilepsy who were not candidates for cortical resection. Authors: meire argentoni-baldochi, c. Forster, c. Baise, c. Cukiert, v. Mello, a. Cukiert, j. Burattini, and p. Mariani. Journal: epilepsia 0 suppl. 0 (abst. 2.272), 2010.

Event description:
An abstract was rec'd called: vagus nerve stimulation (vns) in children with refractory secondary generalized or multifocal epilepsy who were not candidates for cortical resection. In the abstract a pt having increased seizures after vns stimulation output current was set higher than 2.5ma output current was reported. Good faith attempts are underway for further details about the reported events.